Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on keypad traces. Unable to verify lost sensor alarm due to button keypad anomaly. The insulin pump has cracked case at display window corner, broken battery tube threads, cracked reservoir tube and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer had to press the act button several times before it responded. She received a lost sensor alarm. Customer's blood glucose level was 313 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.